Event description:
It was reported that this right atrial (ra) lead exhibited p-wave under sensing, high thresholds, and a loss of capture; upon further review it was also noticed that there were retrograde atrial sensed beats. The physician performed an x-ray examination and determined that the lead loose slack and pericardial effusion. This lead remains in service and will continue to be monitored. No adverse patient effects were reported. Additional information was received and this ra lead has been explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed no anomalies other than dried body fluid and tissue in the helix house, normal for active fixation leads. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Stretched coils at 210, 310 and 410 mm from terminal end were noted. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited p-wave under sensing, high thresholds, and a loss of capture; upon further review it was also noticed that there were retrograde atrial sensed beats. The physician performed an x-ray examination and determined that the lead loose slack and pericardial effusion. This lead remains in service and will continue to be monitored. No adverse patient effects were reported. Additional information was received and this ra lead has been explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited p-wave under sensing, high thresholds, and a loss of capture; upon further review it was also noticed that there were retrograde atrial sensed beats. The physician performed an x-ray examination and determined that the lead loose slack and pericardial effusion. This lead remains in service and will continue to be montiored. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited p-wave under sensing, high thresholds, and a loss of capture; upon further review it was also noticed that there were retrograde atrial sensed beats. The physician performed an x-ray examination and determined that the lead loose slack. This lead remains in service. No adverse patient effects were reported.